Event description:
Patient reported obtaining back-to-back blood glucose results of 555 mg/dl, 389 mg/dl, and 95 mg/dl, while using the suspect device. Patient also reported that, 6 weeks earlier, he performed an additional set of back-to-back tests with results of 33 mg/dl and ~ 90 mg/dl (patient could not recall exact value). Patient noted that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requestedthe return of the suspect product and replacement product was shipped.